Event description:
Patient had incrpatient had increasing problems with right knee with squeaking sensation and increasing efusions of approximately one month's duration.original right total knee implanted on 3/31/89. Surgical intervention on 3/2/94 required to remove broken patella component and tibial articulator.operative report reveals 50cc. Of black synovial fluid with black foreign material in the fluid. The synovium was stained completely black inside the knee. Marked destruction of the plastic overlying the metal back of the patella was noted. The entire central portion of the patella had fragmented off down to the metal backing and the metal back was rubbing on the central portion of the femur. Tibial bearing surface also had a large chunk out of the medial side centrally in the weight-bearing portion.